Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol bard flat mesh (device #1) device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol bard flat mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent a ventral hernia repair. A bard/davol bard flat mesh (device #1) was implanted in the patient during this repair. (B)(6) 2016: the patient underwent removal of the defective mesh. During this surgery, a bard/davol ventralex st (device #2) was implanted in the patient. The patient continues to suffer pain and permanent disfigurement and chronic pain. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.